Event description:
It was reported the pt experienced a shocking or jolting sensation at the ins location. The shocking sensation was felt when the ins device was on or off. The pt was in the hosp for an unrelated event (extenuating health issues) and the shocking was felt when the pt was being moved. The pt had an appointment to see their physician coming up in three weeks. Additional info has been requested but was not available on the date of this report.